Manufacturer narrative:
The device was serviced on-site by a field service technician. A service history review revealed no indication of any process or workmanship issue that was related to the reported event. Visual inspection, functional testing, and a review of the alarm log were performed. The f-38 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be damaged force sensing resistors (fsrs). This part was not available in stock, therefore, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-38 alarm [malfunction in tube misloading detection circuitry]. The process step when event occurred was before use. There was no patient involvement. No additional information is available.